Manufacturer narrative:
Device evaluation and service pending.

Event description:
The customer reported the device screen went dark during use in normal ventilation operation. The customer reported the ventilator continued to operate but the screen would go dark intermittently. The device was in use on a patient and there was not patient harm reported. Review of the device diagnostic history indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Event description:
The manufacturers service technician replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem. Final applicable testing was completed per operating specification with no fault reported.

Manufacturer narrative:
Supplemental report